Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that they could not recharge their implant. They stated their recharger connector pin was kind of wobbly and bent. It was eventually noted to be broken. They reported that the recharger would not charge and when they plugged it into the wall charger the recharger flashed with the 'charge recharger now screen'. It was also noted it only charges when plugged into the wall. They stated that they were in some pain so they wanted to be able to charge his implant. No further allegations/complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4): product type recharger product ID (B)(4) serial# (B)(4): product type recharger analysis of the desktop charger (serial # (B)(4)found that the cable assembly connector pins were broken. Fdm and fdr codes apply to the desktop charger (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.